Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation, the balloon ruptured after placing the drug-eluting stent. The procedure was completed with the same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6).